Manufacturer narrative:
Update to b5: describe event or problem. Update to c2/d110: concominent devices. Update to h6 device codes : inadequacy of device shape or/size. Updated to d4 model number, catalog number, lot number, expiration date, and unique identifier.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The original cuff appeared to be too big. The device was removed and replaced. There were no additional patient complication reported.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to recurring incontinence. The device was removed and replaced. There were no additional patient complications reported.